Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 46mm in diameter abdominal aortic aneurysm. Left common iliac artery (cia) had moderate tortuosity and entirely half-covered with calcification. The proximal neck was 17-20mm in diameter and 29mm in length. The left common iliac artery was 12.5mm in diameter and the right common iliac artery was 16mm in diameter. The right and left external iliac arteries measured 8.5mm in diameter. It was reported that during the index procedure, when the endurant ii 16x16x156 iliac delivery system was inserted into the patient body, the distal tip of the iliac delivery system had difficulty advancing. Then, the iliac delivery system was entirely rotated counterclockwise and moved back and forth applying force but the situation didn't improve. At that time, the blood vessel was also moved upward when the iliac delivery system was moved toward the proximal side. The physician thought that the guidewire from the contralateral side was passed through suprarenal stent of main body and the distal tip of the iliac delivery system was getting stuck on the suprarenal stent of the bifurcated stent graft and was unable to advance. The guidewire from contralateral side was lowered to the main body and it was confirmed that the wire was not passed through between the suprarenal stent, and then a wire was again delivered to ascending aorta. The iliac delivery system was again inserted into the patient body, but the distal tip didn't move toward the proximal from nearby the proximal end of main body graft again. The patient's abdomen was pushed from outside of the patient body and changed the vessel course and the iliac delivery system was moved forward however, could not avoid getting stuck. It was confirmed abdominal distention for the patient, and other manufacturer's balloon was delivered from ipsilateral side (right) to just below renal artery and occlusion was carried out. Then, it was incised from left groin, which seemed to have damaged access vessel, to proximal side. It was confirmed that rather distal vessel than left bifurcation of internal and external iliac artery was ruptured. Left internal iliac artery (iia) was ligated, and the damaged area was treated by replacement of synthetic vessel. The iliac delivery system was again inserted from the groin and the endurant ii delivery system was implanted just below the flow divider of main body and just before the bifurcation of internal and external iliac artery. Angiography was carried out and type IV endoleak was confirmed and blood flow had no issue. The patient had stable vital signs, and moved to ICU. The physician commented that the left common iliac artery was severely calcified and the lesion site had sclerotized blood vessel. Force was applied several times during insertion of the delivery system, which might place a stress on the vessel. If any other device has been used instead of the relevant device, it would have gotten the same result. T he patient might not be an indication for evar with this product. No additional clinical sequelae were reported and the patient is being monitored.